Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the 160656 abc probe 5 mm handswitching probe, 28 cm, device was being used on (B)(6) 2026 during a thoracotomy procedure when it was reported ¿tip of device fell off device into open chest cavity.¿. Further assessment questioning confirmed that the fragment was removed from the surgical site. The procedure was completed and there was no report of injury, medical intervention or extended stay for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.